Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit is noisy. The key failure is compressor is loud. Additional malfunction identified on the irs is no alarm from the power switch (aka on/off switch).